Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient's therapy was not the same as before additional back surgeries. Patient had additional back surgery at the beginning of the year (2014) and got through it fine without "messing with his equipment or his catheter"." The surgery was in (B)(6) and was not related to the device therapy. They "didn¿t mess with that," they put in a couple more screws and stabilized the patients back. In (B)(6), the staph infection started, the patient had fluid draining from their scar. The patient had set up a home healthcare nurse who told the patient to go back into the hospital. The patient went back in february and spent 3 weeks in the hospital; it kind of cleared up. In april the patient started getting weak in the legs and their back was hurting. The patient started having trouble walking, sitting and standing; couldn¿t even sit up or go to the bathroom. The patient went to another hospital by ambulance and they sent the patient home because he had no fever and thought he was seeking pain medication. The patient finally made it to another hospital in (B)(6) and the back surgeon who took pictured, stated that the hard ware looked funny so they would have to wash out the infection. The patient was sent to long term care for 6 weeks for IV antibiotics. The patient came home and was supposed to continue antibiotics at home but the long term care dropped the ball and the infection came back so the patient went back and that was in (B)(6). It was noted that the patient had three "surgeries" to clean out the wound ." In (B)(6), the patient spent 7 weeks in the hospital. The last surgery (patient thinks (B)(6) 2014) they looked at the pathologist report which showed they got sections of catheter tubing "10cm and 12cm long." The patient thinks that they are the catheters from the pain pump. The patient could "kind of tell" because it did not seem like patient was getting relief like before. The patient's legs were especially hurting really bad, dull aching, heavy and when the patient moved it was sharp shooting pain. The patient thought that when they cleaned out the infection "I think they removed some of the catheter tubing." The patient had the pump checked since the surgeries and the doctor was able to fill the pump and stated the pump was working fine. The patient got the pathology report after that and has since tried to ask the surgeon about it but they were not returning the patient's phone calls. The patient reported it was aggravating. The doctors office had done x-rays and the x-rays showed the patient had osteomyelitis and several other things; but did not say anything about the tubing. It was later reported that they had removed the catheter about 8 weeks ago but the pump was left implanted. Cultures were done and the patient was diagnosed with (B)(6) and was given IV and oral antibiotics. The pump had continued to run with no catheter and now they wanted to program the pump to off state and at a later date explant the pump. On 2014 (B)(6), the patient was experiencing some nausea and did not know if it was related to the catheter being removed. The nausea started after the catheter was removed and the patient had been given some medication to treat it before. The patient reported being stiff and hurting real bad all over, especially in the legs; the legs felt weak. The patient was schedule to meet with their physician in a few days to discuss whether or not they will put in a new catheter. The pump system was delivering hydromorphone. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 13-dec-2019 from a healthcare professional (hcp) who was requesting MRI compatibility guidelines. Per the hcp, the pump was explanted in 2014. The hcp also stated the patient was a poor historian, so was calling to verify the information. No further complications were reported/anticipated.